Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. The customer gave a correction bolus to address bg. The customer also experienced a low blood glucose (bg) level displayed as ¿low¿; however, a specific value was not provided. Customer consumed carbohydrates to address "low" bg. Suspected cause was due to the customer¿s settings requiring adjustments. Customer updated their pump settings to address the event.